Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Diagnosis: stage 2 pelvic organ prolapse, stress urinary incontinence procedure: total vaginal hysterectomy, anterior and posterior colporrhaphy, tension-free vaginal tape, and cystoscopy. Complications: had pain and recurrence of symptoms. 2016: the patient experienced obstructive voiding symptoms, recurrence of prolapse, cystocele and rectocele and underwent mesh revision surgery: translabial us, cystocele repair, rectocele repair and perineocele repair, levator plasty, transsection and removal of synthetic sling, perineocele repair. Findings details: vaginal skin bridge, small vaginal mesh extrusion right paraurethral, vaginal scar tissue and tissue bridge, vaginal atrophy, cystocele midlinew 3 grade, rectocele and deviation of levator plate, grade 3, injection of exparel, suburethral synthetic sling distal-to midurethra found on translabial us and during surgery, cystoscopy revealed clear bilateral efflux and inflammatory changes